Event description:
It was reported that during a preventative maintenance, the patient side manipulator (psm) arm 2 failed the slow sweep test performed by the field service engineer. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the slow sweep test. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house brake weight drop test. The axis-1 and axis-2 brakes were replaced and the arm was upgraded with new brakes, and gears. During pre-fa testing, axis 1 brake failed the slow single sweep test. The axis 1 brake and metal gear were replaced to correct this problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.